Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The investigation found that the media_io settings being inadvertently removed by the site to be the probable cause of the anomaly. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial resection, an error message appearing on the navigation system intermittently and would disappear. The site reported that discs were being loaded onto the navigation system when the issue occurred. The site attempted to load multiple discs without resolution. It was reported that the medtronic representative adjusted the media_io settings and the images were able to load without issue. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.